Event description:
Post angiogram of the zenith device placement noted an impingement upon the graft lumen by the present "rock hard" calcification in the right common iliac artery. An angioplasty of the contralateral leg graft was performed using a 10mm balloon catheter, resulting in an improved flow through the graft. A coda balloon was then advanced into the graft lumen to further smooth out the graft and vessel. Angiogram performed after balloon inflation observed a distal type I endoleak, iliac leg extension was deployed distal to the leg graft to resolve the endoleak. Conclusion angiogram observed a seal of the aneurysm. Please refer to 1820334-2005-00159 for additional information.